Event description:
My wife went in for elective surgery in 2003 at our hospital for lad stenosis. Dr recommeded she wait 5 months for new jj stents that were available in april 2003. But stents were in short supply and size. Doctor placed two stents back to back? This causes blood clots and bleeding. She was released with severe pain and died within a day from acute mi. She was not suitable for a candidate for this procedure, especailly two stents, back to back.